Event description:
It was reported that the patient experienced nerve pain in the pocket. The patient took medication for pain management. No intervention was reported and the patient would be monitored. No further information could be obtained.

Manufacturer narrative:
(B)(4).